Event description:
Customer phoned technical support on 05/04/2007 and reported that she had been unable to test blood glucose since 2007, after losing her advantage meter. A replacement product was shipped to customer. Customer reports the day after speaking with technical support, she awoke with high blood symptoms and was unable to test her blood glucose because she had not yet received the replacement device. She went to eat and symptoms became worse. Customer was treated with orange juice because she was unable to inform them she had hyperglycemic symptoms. She was admitted to the hospital, diagnosed with dka, and treated with insulin.